Event description:
Revision surgery - the pt could not fully extend their leg and still had general pain after a year following total knee arthroplasty. The surgeon did an arthrotomy and synovectomy with poly swap to get full extension.

Manufacturer narrative:
The reason for this revision surgery was reported as the patient not being able to obtain full extension and experiencing pain after 1.2 years of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged and required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: one due to trauma, two revisions, two due to wear/excessive wear, two due to infection, two due to pain, five for stability/poor joint, and two for a cracked/broken device. This is the first complaint for this lot number. The root cause for the patient's inability to obtain full extension of their leg was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.